Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: chemo topotecan hanging w/this tubing ¿ ball fell into drip chamber, but air drew into line. Delay in finishing chemo due to air in line.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that there was air in the line while infusing topotecan. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11522558 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: chemo topotecan hanging w/this tubing ball fell into drip chamber, but air drew into line. Delay in finishing chemo due to air in line.